Event description:
A trilogy 200 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The technician recommended replacing the device's blower to address the issue. Additionally, unrelated to the issue the device's feet are missing, the d/c cable and the rear case enclosure are damaged and will need to be replaced. No repair performed. The device is not needed for inventory and has been scrapped.